Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. The customer's address is unknown:  (B)(6). Has been used as a default.  Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle break occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter. "Consumer reported after the injection she did not see the needle on the hub. She looked all over she did not find it on the floor. When you called for medical help, they advised it wasn't necessary to go to see the doctor yesterday but advised her to go there today. Sample available, but she declined to send it back for an evaluation. Item# 320109. Incident date (B)(6) 2019. Consumer denied to give any more details and hung up. Unknown if medical attention was sought.